Manufacturer narrative:
Concomitant product: 4011 lead implant date: unknown.

Event description:
It was reported that the right atrial (ra) lead was exhibiting oversensing or noise, resulting in pacemaker mode switches. The patient had described episodes of extreme tiredness. The lead was extracted. The patient is a participant in the product (B)(6) registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.